Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high readings and leaks from the insulin pump. The customer's blood glucose during time of incident was 30.6 mmol/l. The customer had symptoms such as tummy cramping. The customer was given manual injections at the hospital. The customer was assisted with removing the reservoir and rewinding the pump. The customer was advised to reinsert reservoir and run fill tubing process. The customer stated that insulin did not exit. The customer reported a leak along the tubing. The customer was assisted with the high pressure test and it failed twice.